Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and endocardial perforation are known risks during the use of this device.

Event description:
During a temporary pacing electrode implantation procedure, a pericardial effusion occurred requiring medication administration to stabilize the patient. Access was obtained via the left femoral vein and a venous sheath was inserted. A temporary electrode was placed in the right ventricle and a temporary pacemaker was connected. The pacing frequency was set to 60 times/min and the pacing voltage was set. Is 5v, fixed electrode. After the temporary pacemaker was implanted, the heart ruptured and perforated and the patient suddenly suffered from confusion, circulatory collapse, and low blood pressure. An ultrasound was performed to diagnose the pericardial effusion. Pressor medications were administered to maintain blood pressure and the patient was transferred to a (B)(6) hospital and is currently in stable condition. The physician alleges the electrode tip was possibly hard and the cause of the perforation may have been due to high tension after electrode implantation.